Event description:
It was reported that the handheld device has a broken pin and there is no image on part of the display screen. The part that is not displayed is part of the parameters. There were no alarm messages regarding the malfunction on the screen. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but a section of the display was missing. The lcd was replaced and the device functioned as designed.